Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. (B)(4). The returned flexima biliary preloaded stent was analyzed, and a visual evaluation noted that the guide catheter was detached and stretched. The push catheter was kinked. The push catheter suture hole was torn and the suture thread got detached. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the kinks on the push catheter may be related to user manipulation, some technique applied during procedure and/or tortuous anatomy could have contributed on this issue, once the push catheter was kinked the user may have experienced difficulties to pull out the guide catheter and this took the user to apply an extra force/tension to the device that may have ended stretching and detaching one part of the guide catheter. Therefore as it was mentioned these conditions may affect the correct deployment of the stent which may have caused the tear on the suture hole and the detach of the suture thread. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a procedure. The procedure date is unknown. During the procedure, when the guidewire was inserted in the stent and physician attempted to deploy, the stent failed to deploy and the guide catheter was stretched. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of guide catheter detached/separated.